Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that review of trending data shows the device battery voltage has shown a gradual steady decline since implant. The physician will monitor the device with monthly follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device reached eri due to suspected premature battery depletion and was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.